Event description:
Reporter indicated that vns pt was experiencing an increase in seizure activity above pre-vns baseline frequency. The pt reportedly experienced a seizure every 6-8 wks prior to vns implant and is now experiencing a seizure every 2 wks. The pt reports that his seizures usually occur at night and that they are rough. The pt reports that he has no chance to use the magnet before a seizure as he is in deep sleep when they occur. Report is incomplete because no response has been received to manufacturer's requests for additional info from treating neurologist.